Event description:
Philips received a complaint on the xl device indicating that the battery does not charge. The rse evaluated the device remotely. It was determined that the battery is low/exhausted and will not charge however the device is out of support. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. The customer was aware of the end-of-life terms and the device remains at the customer site. The device remains at the customer site and no further evaluation is warranted at this time.